Manufacturer narrative:
The device was received undeployed. No issues were found that would result in a needle mechanism failure as the pod was deactivated after the first priming sequence ended but before the start of the second priming sequence. A small crack was found on the outer housing. It could not be determined when this had occurred. Inspection of the device along with the data suggest that the small cracks had no effect on the device's functionality.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported the needle did not deploy; indicating a needle mechanism failure. The pod was not worn and no adverse patient impact was reported.